Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was inaccurate and customer alleged the inaccurate gauge contributed to the pump shutting down. Customer charged pump to resolved the issue. Customer's blood glucose was on the low 200 mg/dl range.